Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42, which persisted even after attempting a pump reset with technical support's guidance. There was no adverse impact on the customer's blood glucose level. The technical support team decided to replace the pump and ensured the customer would receive a replacement with updated software. The customer was informed about transferring pump settings and connecting their cgm to the new pump. Instructions were given for returning the faulty pump within ten days to avoid charges, and necessary steps for storage and shipping were explained. The replacement pump was dispatched without requiring a delivery signature.